Event description:
It was reported that the patient was requiring more and more baclofen over the last few weeks. On (B)(6) 2015, a pump replacement and a catheter revision was performed. That was when they discovered that the catheter was disconnected and the catheter was fractured. The patient was on 2000mcg/ml at 770mcg/day pre-op, but the catheter was fractured and so it was unknown what the patient was really getting for a dose. The surgeon successfully revised the catheter at the time of the replacement and the surgeon described surgery as uneventful. On (B)(6) 2015, the hcp reported the patient had ¿failure of the pump so they replaced it.¿ the pump was used to deliver lioresal. Patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l40753, implanted: (B)(6) 1998, product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received by a consumer indicated the infusion pump systems failed to perform due to improper attachment of the catheter to the pump. The catheter portion of the infusion pump system deteriorated and/or fractured and allowed leakage of medication into the patient's body over an extended period of time. The patient suffered serious bodily injuries, pain and suffering, physical impairment, physical disfigurement, mental anguish and emotional trauma.

Event description:
The catheter had been found as not having been connected to the pump and the pump and catheter were replaced in (B)(6) 2015. The pump currently administered baclofen. The reporter did not know the lot number or brand of baclofen; it was believed that she was at " 54 or 58 units". Inidications for use were intractable spasticity and multiple sclerosis. The exact dose or concentration of baclofen was unknown. The patient was questioning what is involved in explanting the pump. Physician listings were provided as requested.